Manufacturer narrative:
Concomitant medical product: 4196 lead implanted: (b)(6 -2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds. The lead was explanted and replaced. It was also reported that the right ventricular (rv) lead being used for pacing and sensing was exhibiting oversensing in the form of double counting as well as noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.